Event description:
It was reported that the outer marker band from the catheter of a tracheobronchial stent graft allegedly detached during a fistulagram. The physician noticed the marker band within the stent. After inflation of a balloon, the band stuck to the balloon and was removed. No pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample was returned to the mfg site and the investigation is currently underway.